Event description:
It was reported that while the patient was in the hospital for a non-cardiac issue, a pacemaker check showed a heart rate in the 30s with chronic atrial fibrillation. There were multiple vt (ventricular tachycardia) and nst (non-sustained tachycardia) episodes, along with atrial fibrillation episodes. An x-ray showed that both the right atrial (ra) and right ventricular (rv) leads were dislodged. The ra lead was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4): performance data collected from the device was received and analyzed. Analysis revealed there was thirteen ventricular non sustained tachycardia (nst) less than or equal to 202 ms on (B)(6) 2012. Thirty one monitored ventricular tachycardia (vt) less than or equal to 219 ms average ventricular cycle between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4076 implantable pacing lead (B)(6) 2010. (B)(4).